Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device was dropped on to the floor. The screen was stuck and device wouldn't respond to anything. Customer's blood glucose was 257 mg/dl. Device alarmed unexpected restart alarm. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The pump was received with intermittent button response during testing due to an unlocked lcd connector. No frozen screen was noted. All operating currents were within specification. No unexpected low battery or off no power alarms were noted. The pump passed the off no power, self test, displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. The pump alarmed unexpected restart due to a voltage leak on the interface board. Unable to complete the functional testing due to the unexpected restart test. The pump was received with minor scratches on the lcd window and a cracked reservoir tube lip.